Event description:
It was reported that aortic valve thrombosis occurred. Vascular access was obtained via a right transfemoral approach. A 23mm lotus edge valve was successfully implanted however, upon implant, a gradient of 28mm was noted. Upon removal of the 23mm lotus edge valve system, thrombus was noted throughout the implant. The clot was on the braid frame and the sheathing aids. There was no indication thrombus was present on the 23mm lotus edge valve prior to removal. No further treatment was administered for the thrombus as the patient had been heparinized and the patients act was above 300. The procedure was completed with the successful implant of a 25mm lotus edge valve. The patient has had no further issues.

Manufacturer narrative:
H3: device eval by manufacturer: the lotus edge valve delivery system was received by bsc and analyzed by a bsc quality engineer. The device was returned in the sterilization bottle partially filled with saline. The bottle was removed. The valve was returned unsheathed. Visual examination of the valve found a blood like substance on buckle position 11. The substance was easily removed using a tweezers. The valve leaflets were examined and no issues or damage were noted to the tissue. No other issues were noted with the device or valve components. H6: patient codes: updated. H6: device codes: updated.

Event description:
It was reported that aortic valve thrombosis occurred. Vascular access was obtained via a right transfemoral approach. A 23mm lotus edge valve was successfully implanted however, upon implant, a gradient of 28mm was noted. Upon removal of the 23mm lotus edge valve system, thrombus was noted throughout the implant. The clot was on the braid frame and the sheathing aids. There was no indication thrombus was present on the 23mm lotus edge valve prior to removal. No further treatment was administered for the thrombus as the patient had been heparinized and the patients act was above 300. The procedure was completed with the successful implant of a 25mm lotus edge valve. The patient has had no further issues.